Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during pt use. There was no pt injury or medical intervention during failure. Baxter requested specific pt info regarding whether medication was being infused, rate of infusion, volume to be infused, bag or syringe used, tubing, but no add'l info was available. Add'l contact info was requested, but not provided.